Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reaq2482 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the nurse via medwatch: a bard power PICC 55 cm 5 french was placed via right cephalic. The PICC was trimmed 10 cm and positioned at 42 cm mark. Chest x-ray taken on xxxx2016 showed appropriate position for PICC tip. A thin metallic object approximately 3 cm at the level of the right axillary vein was noted by radiology on xxx2016. Interventional radiology consulted and retrieved the foreign object under fluoroscopy. Picture taken of the object by the radiologist was consistent with tip of stylet used with power PICC. Fbo was not kept."